Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump alarmed system error 105. The customer has stated that there was no patient injury.